Event description:
Per clinical trial (B)(4): on (B)(6) 2019, patient underwent bilateral augmentation mastopexy using a vertical incision. Two pieces of galashape (galaflex 3d) were used. On (B)(6) 2019, right breast seroma was reported. On (B)(6) 2019, patient had debridement of right breast wound as well as removal of exposed right breast implant and exposed galashape (galaflex 3d) mesh. Replacement of right breast implant and primary closure of right breast open wound. Patient was treated with medication (keflex 500mg, cipro 500mg). On (B)(6) 2019, right breast infection was reported,(serratia marcescens and pseudomonas aeruginosa.) Patient was treated with continued medication (keflex 500mg, cipro 500mg). Resolved with sequelae on (B)(6) 2019. On (B)(6) 2019, patient had debridement of small opening of right breast incision. Resolved without sequelae on (B)(6) 2019. Review by medical affairs identifies the reported seroma and infection are likely related to the device and serious.

Manufacturer narrative:
Based on the information available, no conclusions can be made. As reported the patient developed a seroma and infection post implant of galaflex 3d mesh and underwent subsequent surgical intervention for explant. Medical affairs has assessed the aes as being likely related to the device and serious. Review of the device history records confirms the device was manufactured to specification. Seroma and infection are known inherent risks of surgery/use of the device and are included as a possible complication in the adverse reaction section of the instructions-for-use (IFU), supplied with the device. Regarding the infection, the warnings section of the IFU states: "if an infection develops, treat the infection aggressively. An unresolved infection may require removal of the scaffold." Not returned - explanted.